Manufacturer narrative:
B5: additional information received on 26-oct-2022 via email and attached to complaint object: issue was found during inspection of the pump after it was dropped off and received. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to a previous repair. Visual inspection of the device found all in good condition with no appearance of any physical damaged. There was evidence of the error recorded in the event history log multiple times, however, the reported problem was not duplicated. No problem/fault was found with the device per the investigation. But as a means of preventative measure, the optic switch was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 23-may-2022 for internal error message. Optic switch was replaced previously, but there is no indication of any issue with previous repair.

Event description:
It was reported that there was an error code/ motor error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.